Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was having an extended charging time. Multiple reprogramming attempts to get the charging time down did not resolve the issue. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.